Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to remove will be confirmed based on the evidence detected in the returned sample, and the cause appears to be attributable to catheter use. One 2.7fr broviac s/l catheter was returned for investigation. A repair had been made to the catheter tubing 8.5cm proximal to the cuff. The 2.7fr tubing had been cut 1.6cm distal to the cuff and was most likely done after the catheter was removed. The distal catheter segment, which was 9.7cm in length, was received with a 4.1cm segment of residual material that appears to be remnants of a fibrin sheath. The fibrin sheath was located at the distal end of the distal catheter segment. The section of tubing proximal to the fibrin sheath exhibited elastic weakness, which indicates that the tubing had been stretched. Elastic weakness was also detected in the sections of tubing between the repair joint and the cuff and between the repair joint and the clamping oversleeve. The complications of difficult catheter removal would likely lead to stretching the catheter and is associated with use of the catheter. The product IFU states, ¿the use of an indwelling central venous catheter provides an important means of venous access for critically ill patients; however, the potential exists for serious complications including the following: fibrin sheath formation.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2015 alleged difficulty in removal. Reportedly, on (B)(6) 2015, the catheter was placed in a male patient with small bowel obstruction via the right external jugular vein. Supposedly, the patient was vulnerable to infection, which, reportedly, did not allow the sure-cuff to help tissue growth around it, allegedly, resulting in loosening of the catheter securement. Therefore the catheter was determined to be removed. During removal procedure, supposedly, the catheter was unable to be retrieved with resistance. The fluoroscopy was performed and the x-ray image, allegedly showed the distal part of the catheter had seemingly bloated. Reportedly, the catheter surface was peeled off by using forceps to cause the catheter to be retrieved from the exit site. Translucent matter was found to be attached to the removed catheter. On (B)(6) 2015 - the complainant reported the catheter was allegedly adhered to the vessel wall. They are unsure if the material on the outside of the catheter was a fibrin sheath. The complainant states the catheter itself was not bloated. The transparent material had reportedly adhered to the catheter and the vessel wall so the catheter appeared thick on x-ray image. The doctor reportedly inserted thin forceps from the right external jugular vein to the subclavian vein and took off the adherence.